Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as model number and batch lot number are unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, the driver tip broke. Another driver was used to complete the surgery. The surger was prolonged by 2 minutes. No adverse patient consequences were reported.